Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was stable, no better or worse. The patient experienced ischemia in a few locations. The vessel occlusion was treated like a stroke. Aspiration and sfr was used.

Event description:
It was reported that during a procedure involving the use of onyx for embolization of a distal arteriovenous malformation, several posterior vessels were occluded. The patient, who had a history of arteriovenous malformation open surgery 20 years prior, experienced a bleed from the arteriovenous malformation. The procedure was initially thought to involve a rupture of the apollo catheter, but it was later determined that the catheter remained intact. The bleeding likely occurred when part of the onyx plug, which was not densely packed, ripped the artery as it was being pulled. The most proximal part of the onyx plug broke off- it was loosely attached still in the catheter and when pulled in the guide got detached. The patient was treated as having an ischemic stroke, with attempts made to remove the free-floating onyx using sfr and red 43, although the latter was unsuccessful. A right side external ventricular drain was placed, and the patient was taken for computed tomography. The injection rate was slow hand. The access vessel was the basilar artery with a diameter of 5mm, and the vessel tortuosity was normal. The catheter was flushed as indicated in the instructions for use (IFU), and there was no friction or difficulty during delivery. The outcome was that the onyx occluded "acceptable" vessels, and the patient was left with an injury. Several posterior vessels occluded with onyx. The healthcare provider (hcp) initially thought the apollo had ruptured. Now he does not believe the apollo ruptured. Manufacturing representative (rep) did see the end of the catheter was stretched. Ancillary devices: 6fr shuttle 90 cm sheath, navien 072 guide catheter , syncro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that not all of the onyx was able to be removed from the patient. It was reported that the bleed/rupture was pre-existing. The patient was undergoing treatment to prevent rupture. The patient had recovered at this time.